Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head stuck under tongue, stuck in between molar and cheeks [foreign body in gastrointestinal tract]. Almost choking [choking sensation]. Top part came off brush head in mouth [device breakage]. Case description: consumer called stating the top part of the brush head came off while brushing and popped into his mouth. No serious injury was reported.